Event description:
Prior to implant, a cybersecurity software upgrade was performed. The device went into back-up mode, so it was not used. There was no patient involved and there were no adverse consequences.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image revealed corrupted code from telemetry interruption, which resulted in the reported issue of backup operation. The cause of the telemetry interruption is consistent with anomalies associated with firmware upgrade procedure.